Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv)concurrently with engineering led an evaluation of one handle instrument and one reload. Visual inspection of the cartridge revealed that the reload was fully fired. Functionally, the instrument was loaded with post market vigilance (pmv) representative reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted several sheared teeth on the firing rack. The reload was loaded into a post market vigilance (pmv) instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during the third firing of a colectomy, the device was around the intestine setting when a loud bang could be heard. The reload was fired completely and a transparent plastic part fell into the patient. This part was retrieved. A re-laparoscopy had to be made to find a second part of this plastic part. Surgical time was delayed by more than 30 minutes.